Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician brought the patient into the or, removed the stimulation lead, irrigated the neck pocket, repositioned the lead back into the neck pocket, re-sutured, and closed the incision.